Event description:
It was reported that the customer had low blood glucose of 50 mg/dl, and her insulin pump was malfunctioning. Caller stated that the customer's insulin pump was alarming, squirting out the insulin during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No a33 alarm noted. Insulin pump received with protruded and loose drive support disk, minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and lcd bleeding. Insulin pump had no blank display during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.